Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Device shut off, but there was no alarm. The third time the arctic sun logo was flipped upside down. They were taking if off the patient and changing to another device. Suggested confirming the new device was plugged into a wall outlet. As device was being removed from the patient, suggested sending it to biomed for inspection. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has shut off three times. The first time it gave an alarm. The other two times there was no alarm. The second time the screen read something about a gui reset. The third time the arctic sun logo was flipped upside down. They were taking if off the patient and changing to another device. Suggested confirming the new device was plugged into a wall outlet. As device was being removed from the patient, suggested sending it to biomed for inspection.

Event description:
It was reported that the arctic sun device has shut off three times. The first time it gave an alarm. The other two times there was no alarm. The second time the screen read something about a gui reset. The third time the arctic sun logo was flipped upside down. They were taking if off the patient and changing to another device. Suggested confirming the new device was plugged into a wall outlet. As device was being removed from the patient, suggested sending it to biomed for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.